Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for spinal pain. An overdischarge was reported to have occurred at an unknown date. This is the patient¿s third overdischarge on record. The patient stated that they have not recharged for a few months. The factor that led to the overdischarge was noncompliance from the patient. The patient refused to do a physician mode reset on the day of the report so it was rescheduled for (B)(6) 2017. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. (B)(4): additional information was received from a rep on 2017-mar-23. The rep was not certain if it was the patient¿s second or third event. The rep is meeting the patient in early april to try a physician reset. There were no complications reported.